Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A f/u investigation report will be sent when info becomes available.

Event description:
The event is reported as: the needle on the gauge is bent and dragging. When not hooked up, it sets at 10psi and not zero. No injuries reported.